Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period december 1, 2014 through january 31, 2015; supplemental 09.

Manufacturer narrative:
Date sent to the FDA: 10/27/2015. Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
(B)(4). Reporting period december 1, 2014 through january 31, 2015. Supplemental 10.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
Date sent to the FDA: 04/21/2016. (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2014 through (B)(6) 2015.

Manufacturer narrative:
Date sent to the FDA: 06/20/2016. (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and a sling was implanted due to stress urinary incontinence. Concurrently, the patient underwent percutaneous suprapubic tube placement. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/27/2017ethicon MDR summary reporting exemption(B)(4)reporting period december 1, 2014 through january 31, 2015

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2015 supplemental 15 - attachment: [02-28-2015 otn supplemental 15.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2015 supplemental 16 - attachment: [(B)(6) 2015 otn supplemental 16.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2015 supplemental 19 - attachment: [(B)(6) 2015 otn supplemental 19.xlsx]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
This is a marker file for the (B)(4) 2018 psr submission.(B)(4), (B)(4) 2018 psr submission has been completed. The cd has been sent to the FDA via usps priority mail. The file has been reviewed and updated accordingly. Should additional information become available, this file will be updated accordingly.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events ¿ (B)(4); gynecare tvt - (B)(4); gynecare tvt abrevo continence system - (B)(4); gynecare tvt exact continence system - (B)(4); gynecare tvt obturator system - (B)(4); gynecare tvt retropubic system - (B)(4); gynecare tvt-aa abdominal - (B)(4).

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.